Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had multiple compromised forced sensor system errors. The customer's blood glucose level was 74 mg/dl. The customer reported that the drive support cap appeared normal. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or and excessive no delivery test due to compromised force sensor system alarm.